Manufacturer narrative:
The 3.0 liter reservoir involved in the incident was not available for investigation, nor was a lot number provided. Without the ability to investigate the set, a root cause of the loose spikes and subsequent fluid leak cannot be established. All 3.0 liter reservoirs are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that no trend has been identified for this type of issue with the 3.0 liter reservoir. No patient injury was reported. Belmont's sales representative has contacted the user facility to try to obtain the lot number of the 3.0 liter reservoir involved. Should a lot number become available, further investigation will be conducted on the associated retain sample. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a report from the user facility that a 3.0 liter reservoir was leaking during a case. The user reported that two of the five spikes were loose; the blood product was switched to the spikes that were not loose. The user also reported that a similar incident recently occurred during a trauma case, however no additional details were provided.